Manufacturer narrative:
Image review analysis: post-op images c4-7 acdf shows a screw back out at c7. The plate appears to be resting in an osteophyte and is not contoured to the c7 vertebral body. As a result, the screw is only partially in the "vb" and is more likely to back out. Root cause: surgical technique. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, c7 screw backed out in patient. Patient complications were reported unknown at the time of event.